Event description:
The customer reported to olympus, that the visera elite xenon light source exhibited error code e103 lamp error. The event occurred during preparation for use, prior to a laparoscopic surgical procedure. It was reported that the procedure was completed using similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: lamp malfunction/power unit failure, igniter failure/lamp not lighting, and lamp error code e103. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e103 lamp error occurred from a faulty converter and igniter. Olympus will continue to monitor field performance for this device.